Event description:
Variance of blood pressure, pluse and sao2 readings -including printouts- of trending data from at least four -4- of twenty-five -25- phillips a3 pt vital sing monitors. On this date, fifteen -15- of forty -40- pts displayed these variances.